Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. This lead's allegation was not confirmed. There were no anomalies noted as the guidewire was able to pass through the lead lumen.

Event description:
Boston scientific received information that this left ventricular (lv) lead was unsuccessfully implanted due to placement difficulty. Additional information indicates that the patient had a difficult coronary sinus. The physician noted resistance. This lead was never in service. No adverse patient effects were reported.